Event description:
It was reported that during the implant it was not possible to establish communication between the programmer and this device. Two different programmers were used and another telemetry wand with no success. The device was thus not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that during the implant it was not possible to establish communication between the programmer and this device. Two different programmers were used and another telemetry wand with no success. The device was thus not implanted and was returned. No adverse patient effects were reported.